Event description:
Pt alleges receiving a right breast implant on 12/6/85. Pt also alleges imtermittent pain on a regular basis, contraction, tightness, looks deformed and her scars have gone hard. All symptoms occurred and are still occurring since insertion. Physician states pt has "right baker ii/iii contracture, prosthestic distortion and malposition, tightness and some pain intermittently". Pt's removal was proposed to be in october/november, 1996.